Manufacturer narrative:
Evaluation of the returned device, reportedly the subject of these alleged events, found the device intact and functional. There is no indication of device failure or non-conformance associated with reported events. The etiology of the seroma and extrusion is unknown. The potential for both seroma and extrusion to occur is addressed in the labeling as a known procedural and/or physiological complications associated with this type and any type of surgery.

Event description:
Alleged seroma and extrusion. Follow-up findings: etiology unk.